Event description:
International complaints reported on behalf of the customer that the device, 00509120200, 1.5 x 10mm sidecutting bur, medium, straight 1237750, was being used on 01feb23 during a bilateral osteotomy procedure when it was reported ¿drills (2 units) broke during procedure one drill bit not found awaiting xray to confirm location is not in the patient.¿ further assessment questioning found that ¿while performing a bilateral osteotomy, two conmed 00509120200 side cutting burs broke. The surgical team were able to retrieve the broken part from the first bur. However, the surgical team were not able to find the part that broke on the second bur. The surgical site was investigated but nothing could be found, it was assumed the broken piece got sucked up in the suction. The surgical site access was reported as being quite difficult. This report is being raised due to two burs breaking consecutively. Post operative orthopantomogram was conducted, the drill bit tip was not found on imaging. No patient injury reported¿. The first drill bit was retrieved with the use of artery forceps. The second drill bit was not retrieved but confirmed by opg xray that the fragment was not left in the patient. The procedure was completed with a 5¿10-minute delay and the current status of the patient was reported as ¿patient was fine and sent home.¿ there was no report of injury, medical intervention, or hospitalization for the patient. There were two lot numbers used in this procedure, lot number 1237750 & lot number 1256148. It is unknown which lot number was not able to be found. The 00509120200, 1.5 x 10mm sidecutting bur, medium,straight lot number 1256148 will be listed as a concomitant device. This report is being raised on the basis of injury due to fragmentation, although not found in the patient via x-ray, they cannot produce the piece and its location is unknown.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame 436,035 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. This issue will continue to be monitored through the complaint system to assure patient safety.